Event description:
It was reported that bd unknown cathena safety shield activation failed. It was reported by customer that safety mechanism didn't activate on cathena...safety is stuck in the housing when advancing catheter verbatim#: safety mechanism didn't activate on cathena...safety is stuck in the housing when advancing catheter.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.